Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 43 mg/dl.. Customer continued disconnected from pump until bgs stabilized. Customer states that the low bg level at the time of the event was unrelated to pump or supplies; due to over-exertion (specific activities not specified) and not checking bg's often enough. Customer declined any further tandem customer technical service (cts) assistance in relation to the low bg level. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.